Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 380 mg/dl while wearing the pod on their arm for longer than 48 hours. The patient's grandmother reported that while playing at the playground, they noticed the pod adhesive came off a little bit. The grandmother stated they pushed it back, however, does not know if the cannula was securely in place. The grandmother indicated that the bg levels have been going high numerous times and is not sure if the fact they had that incident on the playground could have caused the high bg levels. At the time of the call the pod was still in place, it had not been removed. There was no further information provided. Additional attempts are being made to request further details surrounding the event.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone15.4. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.